Event description:
The facility's rep reported an overinfusion found during pt use, with no pt injury reported. The pump was programmed at 10.5cc/hour, and the pump infused 50cc/hour. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt or medication involved. The hosp rep stated they have no record or any pt incident involving the pump since the last baxter service event.